Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
It is reported by the patient that he underwent tha on (B) (6) 2008. Post-op femoral component loosened and patient was revised.